Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels (394 mg/dl). Reportedly, the customer underwent surgery, and pump basal rate needed to be adjusted. The cause for surgery was not provided. At the time of the report, the customer had not addressed elevated bg levels, and did not report how bg levels would be addressed. Tandem technical support guided the customer through adjusting the pump basal rate.